Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the theatre, the doctor routinely threads the guide wire through the raulerson syringe before he starts the insertion as part of his preparation for inserting a central venous line to tests its patency. The guide wire passed through the raulerson without any resistance and he proceeded with the procedure. He gained access to the jugular vein of the female patient with a short neck, and threaded the guide wire through the syringe successfully. The problem occurred when he tried to remove the raulerson syringe and leave the guide wire in place in preparation for inserting the catheter. He encountered resistance removing the syringe and had to remove both the syringe and guide wire as a unit. Once it was outside the patient's body he discovered that the guide wire appeared damaged. A new kit was opened and used without issue. It is unknown if a delay occurred, however, there is no reported death or complications to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the guide wire becoming kinked during removal of the ars (arrow raulerson syringe) was confirmed. One guide wire was returned for evaluation. The ars was not returned. A photo from the customer was also returned. Upon visual examination there is a kink in the guide wire at the j tip and there are two sets of offset coils. The kink is 43.4 cm from the proximal end of the guide wire. There are offset coils 3.5 cm from the proximal end and 0.4 cm from the distal tip. Microscopic examination confirmed the kink and offset coils and found that both welds are typical, full, and spherical. A manual tug test confirmed that both welds are intact. The guide wire measures 450 mm in length from end to end. The outside diameter (od) is 0.80 mm. Both measurements are within specification of 444- 456 mm and 0.78- 0.81 mm respectively per guide wire graphic. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history records were reviewed and did not reveal any manufacturing related issues. Since the guide wire was inserted into the ars and introducer needle and those components were not returned, the probable cause could not be determined. No further action will be taken.